Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the IV set an120 w/o bp after clamping drug is infused there is an issue with leakage. The following information was provided by the initial reporter: after clamping, drug is infused (associated to leakage).

Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to sbdm, lot number is unknown. Clamping test under normal using condition: sbdm conduct clamping test under normal using condition for the complaint sample, the clamp could hold medicine and there was no drug infusion. Clamping test under high air pressure: sbdm conduct clamping test under air pressure(0.51mpa) for the complaint samples, the clamp could hold air and there was no air bubble leakage. However, sbdm found leakage in the another received complaint sample which was the same complaint issue. Sbdm thus conducted further investigation about tube inner & outer diameter measurement and eccentricity of roller component for complaint sample and house sample. Tube inner & outer diameter measurement: using profile projector, sbdm measured the inner and outer diameter of tube for both complaint sample and house sample, the diameter are within specification. Roller eccentricity test (unit: mm): using vernier caliper, sbdm measured the length from center to edge of roller for both received complaint sample (cavity no.: 10, minimum length: 8.21. Maximum length: 8.23) & house sample, conclusion was there seems to be eccentricity issue in the roller. House sample inspection: sbdm inspected 30 pcs from potential lots 2902252, 2903142 and 2903191, no abnormality was observed. Sbdm also measured the roller clamp concentricity, all 30 roller clamps was within specifications. DHR review: sbdm reviewed the manufacturing record for potential lots 2902252, 2903142 and 2903191, no abnormality was observed. Measurement of length from center to edge of roller (spec 8.3mm±0.1): sbdm inspected 10pcs house sample of lot 2903142, all components are in spec on the house samples. Customer complaint record review: sbdm reviewed the customer complaint record, there are similar issue from other customers. Root cause: from investigations, sbdm conducted inspection of the complaint sample & house samples for leakage test under normal condition and high pressure. No leakage was observed on the received complaint sample. However, leakage was observed on the complaint sample when the roller is in certain direction. Sbdm conducted further investigation and found there was eccentricity in the roller component (the length from center to edge of roller- min: 8.21mm, max: 8.4mm & gap: 0.19mm) in this case. The tube of this complaint case is in the nominal size (inner diameter: 2.7mm & outer diameter: 3.9mm. Sbdm then checked roller length from center to edge for 21 different lot from retention samples (total: 210ea) and the maximum gap was 0.19 and average gap was 0.09. In conclusion, sbdm assumed that when narrow location of the roller which has eccentricity and the smallest size of tube are met when roller clamp is in locked position, medicine leakage might occurred infrequently. Corrective actions: 1. Sbdm had quality training on this customer complaint for IV set assembly line workers. 2. Sbdm conducted quality training on this customer complaint for injection line process inspector and focus on roller eccentricity until we would ensure this issue would be solved. 3. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for roller injection molding & IV set manufacturing process. 4. Sbdm conducted fine-tune of roller molding plate level. 5. Sbdm measured of length from center to edge of roller after maintained the roller mold and the maximum gap was 0.07 and the average gap was 0.02, and also conduct leak test by maintained roller components, there was no leakage even 1 drop. 6. Sbdm will control tube spec in + management (from +-0.07 to + 0.07 within spec) for the 2.7 x 3.9mm tube in extension line. Sbdm has in house CAPA-(B)(4) to monitor trend. H3 other text : see section h.10

Event description:
It was reported that during use of the IV set an120 w/o bp after clamping drug is infused there is an issue with leakage. The following information was provided by the initial reporter: after clamping, drug is infused (associated to leakage).